Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to malfunction. There was reported no adverse impact to customer's blood glucose level. Customer was assisted by technical support in resetting pump, and the malfunction did not recur afterward. Customer was advised to continue using pump and to call back if issue recurs.